Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-oct-2019 by a physician which refers to a female aged (B)(6) years. The patient had no significant medical history and no known drug allergy. The patient was not on any routine medications. The patient had not received any filler treatments in the past. Concomitant treatment included lidocaine [lidocaine] and botox [botox] injection on (B)(6) 2019. On (B)(6) 2019, the patient received treatment with 8 ml total of sculptra aesthetic (lot a8137) mixed with lidocaine to cheek area, jawline and right temple (unknown injection technique and needle type) for an unknown indication. 15 minutes later, on (B)(6) 2019, the patient experienced lightheaded (dizziness). The healthcare professional assisted the patient into a lying down position. Soon after, the patient started having and itching (pruritus) and rash (rash) that turned into hives (urticaria), spread all over her body. The patient also had swollen hands (peripheral swelling). The patient was injected with kenalog [triamcinolone acetonide] intramuscularly by healthcare professional and also given oral benadryl [diphenhydramine hydrochloride]. The patient went to emergency room and was told she was having an anaphylactic reaction (anaphylactic reaction). The patient was given epinephrine [epinephrine] and unspecified steroids. On (B)(6) 2019, the injecting physician spoke with the patient who reported that she was still experiencing itching and rash. Outcome at the time of the report: anaphylactic reaction was not recovered/not resolved. Lightheaded was recovered/resolved. Itching was not recovered/not resolved. Swollen hands was recovered/resolved. Hives was not recovered/not resolved. Rash was not recovered/not resolved.